Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 14nov2018: (B)(6) 2018: follow up CT imaging was performed, which confirmed a new tear-like endoleak in the area around the distal end of the txd main body. Tevar is planned to be performed against this tear.

Manufacturer narrative:
Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. The completed investigation has concluded that the stent migration is unconfirmed. The findings are that although separation of the original zteg and proximal gzsd is confirmed, this was a consequence of aortic lengthening extracting both stents. As the separation is patient related and the stent migration is unconfirmed this complaint is no longer considered as reportable in us. Summary of investigational findings: the complaint was reopened as new information and images were provided. The new information reports a new tear-like endoleak in the area around the distal end of the tx2 main body. Tevar is planned to be performed. The new entry tear will be handled in (B)(4). The first entry tear is handled in (B)(4) and this complaint will still focus on the previously reported migration. The imaging review confirms previous investigation and unconfirm stent migration. The findings are that although separation of the original zteg and proximal gzsd is confirmed, this was the consequence of aortic lengthening extracting both stents. Since the fabric between each zteg stent and the sutures between each gzsd stent cannot provide columnar support, migration must generate crowding of adjacent stent bodies. Maximal spread of zteg and gzsd stent bodies exclude migration at all timepoints. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings; according to the imaging review the reported one stent segment overlap of the zteg and gzsd at implantation and the measured gzsd length confirm that the gzsd was extracted from the zteg by aortic lengthening rather than migration. Dissected thoracic aortas tend to lengthen when the false lumen is thrombosed and even more so when it remains perfused. The left renal artery intimal tear may have caused the aortic lengthening that extracted the gzsd. Alternatively, because of the precipitous mismatch between the zteg diameter and the adjacent true lumen diameter, the new intimal tear may have preceded and accelerated the disconnection. The radially weaker gzsd helps reduce but does not eliminate the risk of secondary intimal tear at the endograft's end. The aortic elongation that led to gzsd extraction is gradual process that would have been evident on routine follow up imaging. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Additional information received on 13nov2017: tevar to treat the new tear found on (B)(6) 2017 was performed, and a (B)(4) (lot#:e3502162) was placed in the patient by right cfa approach. Proximal 3 stents of it were overlapped with the txd placed before ((B)(4) lot#:e3302209). Distal 3 stents of it were overlapped with bare stent placed before ((B)(4) lot#:e3414211). Since the most proximal stent of it was placed with a slight slope, touch-up ballooning to modify the position of it was performed by a trilobe balloon (gore). ¿flow from re-entry¿ or ¿slight type 2 endoleak presumably originating from the branch of the intercostal artery¿ was found to remain there, but the physician determined to finish the procedure. Before the procedure, the physician checked the follow-up CT images of the patient taken after tevar conducted on (B)(6) 2016 (in the period from 7 march 2016 to 13 nov 2017). He found that the most proximal one stent of the bare stent had already migrated distally approximately 3 months after the procedure. And after that, the bare stent separated from the txd main body completely.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# zteg-2pt-42-208-pf-d. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(4) 2016: approximately a year before the day of the procedure, replacement of the ascending aorta was performed to treat type a dissection, and type b dissection had remained there since then. Tevar using txd was performed against the chronic type b dissection on (B)(6) 2016. Since aaa was also observed on the patient, evar was performed on the same day. There were no problems in the access route. The patient¿s anatomy was suitable for the procedure. A zteg-2pt-42-208-pf-d (lot#e3302209) was placed in the aorta by right cfa approach. Its proximal end was located in the zone 3. Then, for the purpose of treating aaa and closing the re-entry, afx stentgraft (nippon lifeline) was implanted in the area below the renal artery. After that, a gzsd-46-164-2 (lot#3414211) and a gzsd-46-82-2 (lot#e3398947) were placed while bridging the two stent grafts. One stent of the txd main body and one stent of the bare stent (gzsd-46-164-2) were overlapped each other. On (B)(6) 2017: follow-up CT imaging was conducted, which confirmed a new tear in the area around the distal end of the txd main body (pr#(B)(4)). Enlargement of the false lumen owing to the restart of the blood flow into the false lumen, and a detachment of the overlap between the txd main body and the bare stent, meaning migration of the stent (pr#(B)(4)), were also confirmed. Additional information received 10oct2017: regarding location of the confirmed new tear in the area around the distal end of the txd main body. The new tear occurred at the area where the zteg and gzsd devices originally overlapped each other. Patient outcome: the patient's condition was unchanged. Tevar to treat the new tear is planned to be performed in the middle of (B)(6) 2017.